Manufacturer narrative:
The insulin pump underwent a visual inspection which found minor scratches on the display window, scratches on the reservoir tube window, cracked reservoir tube lip, stained end cap sticker and a slightly cracked end cap. The test battery had 1.607 volts, the device alarmed lost sensor and the sensor feature had been turned off during the night. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming, excessive no delivery, self-test and unexpected restart error alarm tests. All operating current were within specifications. The off no power alarm functioned properly and a weak battery alarm occurred when the device was connected to the test setup. The device was then reconnected and there was no unexpected weak battery alarm. An infusion set flow test resulted in 95 sccm passing visual inspection. There were no bent/crimped cannulas but there was an unknown liquid in the tubing. The tubing was cut and the reservoir test showed no damage but there was brown debris at the end of the reservoir.

Event description:
The insulin pump was returned for analysis for unknown reason.

Manufacturer narrative:
Please disregard are reports completed under report number 3004209178-2016-46903 as all were created in error. Please reference to report number 2032227-2015-72517 for serious injury and report number 3004209178-2019-78481 for death.

Manufacturer narrative:
Please reference MFR report number 2032227-2015-72517 for initial complaint.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is november 16, 2015.